Manufacturer narrative:
Corrected information has been provided in d1 brand name. Upon review, it was identified that the . Manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. Corrected information has been provided in d4 serial number. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of hemolysis was not determined due to lack of clinical details, no product or data logs returned for analysis. The cause of position issue was not determined due to insufficient clinical details and no product was returned.

Event description:
Clinical rationale: an impella cp device was inserted into the right femoral artery in a 76-year-old male patient with a past medical history of coronary artery bypass graft (CABG), coronary artery disease (cad), and renal insufficiency, presenting in heart failure/cardiogenic shock, cardiomyopathy, in scai stage e shock, on multiple inotropes and vasopressors, prior to initiation of support. While the patient was in the intensive care unit (ICU), hemolysis was noted. An echocardiogram showed the impella was shallow. The impella was advanced to approximately 3.7 cm in the left ventricle (lv) and secured. Heptaglobin was sent. The patient had a history of hematuria post-heparin administration. Three days after impella insertion, the family withdrew care, and the patient expired on support. The impella functioned at p-6 at 3.0l/min as intended. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, and potential device position. The impella is conservatively being reported for death; however, is unlikely to have contributed to the patient's death, which was most likely due to the clinical condition of a critically ill patient in cardiogenic shock, complicated by stage e shock.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.